Manufacturer narrative:
(B)(4). Complaint conclusion: it was initially reported that ¿partial extrusion collagen came off¿ a mynxgrip vascular closure device (vcd) 5f. Upon the device return, the analysis revealed that the sealant from the returned device has been deployed and became partially dislodged during catheter removal. Attempts to gather additional information have been made but were unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The device was returned with the procedural sheath pull back against the shuttle handle. A portion of sealant returned separated from the device, exposed to blood and appeared to have ¿swelled¿. The advancer tube was not returned with the device. The condition of the returned device showed that the sealant has been deployed and became partially dislodged during catheter removal. In addition, damage was observed at the taper end of the balloon proximal bond. The deformed feature indicated that the balloon proximal bond may have made contact with the distal end of the advancer tube. An angular contact may sweep the taper and break the proximal bond. However, it is unknown if this damage contributed to the reported event. A review of the manufacturing documentation associated with lot f1721303 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The reported event as the sealant dislodged was confirmed. Based on the information provided, the condition of the returned device and the investigation performed, the root cause of reported event could not be conclusively determined. However, if the balloon was not fully deflated during the removal of the catheter through the advancer tube, the balloon may drag part of the sealant into the advancer tube allowing the sealant to stick against the inside wall of the advancer. Then, during the removal of the advancer tube, the sealant could follow the advancer tube out of the tissue tract or be dislodged from above the arteriotomy. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that ¿partial extrusion collagen came off¿ a mynxgrip vascular closure device (vcd) 5f. The vcd will be returned for analysis. On (B)(6) 2017, the device analysis revealed that the sealant from the returned device has been deployed and became partially dislodged during catheter removal.